Event description:
Patient presented with penetrating aortic ulcer which resulted in a saccular aneurysm. A cuff was placed below the ima excluding the aneurysm. Approximately eight days post op the patient returned with a fever and was diagnosed with aortitis. Patient subsequently had a CT scan indicating fluid collection around the aorta, which was gram - positive for cocci (infection). The patient was converted and an aortobifem reconstruction with a homograft was imlpanted. Patient status is fine.